Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent t10-iliac fusion with screw, l3 osteotomy and skin tag removal.the following procedures were performed: 1. Exploration of a spinal fusion t10-l5. 2. Removal of internal segmental fixation t10-l5, 3. Pedicle subtraction osteotomy l3. 4. Internal segmental fixation t10 to the ileum. 5. Posterior arthrodesis for deformity t10 to the sacrum. 6 use of locally harvested autograft for arthrodesis. 7. Use of morcellized allograft for arthrodesis. 8. Reoperation l3 laminectomy with bilateral neural for aminotomies for decompression. 9. Excision of a skin tag. The patient was implanted with two large kits of rhbmp-2/acs, pedicle screws, rods and cross-links and 60 ml of donor bone. Per op-notes, dissection was carried to expose the hardware all the way from t10 to l5. Exploration of the spinal fusion demonstrated good fusion between the posterior elements of t10 to l1. The posterior elements of l1-l4were well fused. The la-5 posterior elements were well fused as well. The l5-s 1 joints were grossly degenerated. After exposure of the construct and the previous decompression and fusions, the hardware was removed using the spinal fixation system. Bilateral pedicle screws were removed from t10 through l5. This instrumentation was then discarded. New instrumentation was then placed from t10 through the sacrum. The previous screw holes were used, and oversized screws were used because some of the screws had loosened from his previous construct. The high-speed drill was used to decorticate from t10 to the l1 posteriorly, and then posterolateral decortication was carried from l1 to the sacrum. Morcellized bone and bone morphogenic containing protein was then used to coat from t10 to l1 posteriorly and then l1 to the sacrum poster laterally. Cross links were placed at the t10 level and the l3 level. The patient underwent multiple intraoperative radiology tests of thoracolumbar spine. Findings and impression: multiple spot images of the thoracolumbar spine were obtained for localization which again demonstrate multilevel posterior fusion with multiple pedicle screws and 2 fusion rods. Overlying surgical devices were also noted; anterior fusion at ls-s 1 was again seen. Incidental note was made of artificial heart valve replacement.patient alleged unspecified injuries. (B)(6 )2010 the patient presented with flat back deformity as a result of last surgery of t10 to l5 fusion. Patient developed a sharko joint atl5-s1. Patient underwent anterior lumbar decompression and fusion. The following procedure were performed: 1) partial l5 vertebral carpectomy decompression. 2) arthrodesis anterior interbody technique for deformity lumbar. 3) application of intervertebral biomechanical device at l5-s 1. 4) internal fixation of the anterior plate l5-s 1. The patient implanted with an anterior plate, peek cage and 1 large kit of rhbmp-2/acs. Per-op notes, l5 vertebral body as well as the superior surface of the sacrum were drilled using the high-speed drill to provide a smooth surface for arthrodesis. A peek cage system was then selected, 25 mm in length, with a 4 degree of lordosis curve to it was selected. This device was packed for a large kit of rhbmp-2/acs under fluoroscopic guidance the device was then carefully malleted into place. In order to obtain excellent purchase and reduce her excellent alignment of the construct and reduce the patient's kyphotic deformity, the patient was hyperextended at his hip joints in order to slightly widen the l5-s 1 disk space. After the cage was malleted in place the table was brought back to neutral. A 45mm length anterior lumbar plate was selected and was secured to the spine using bilateral 6.5mm diameter screws in l5 and s1. The patient underwent radiology test for evaluation of ileus. Conclusions. Status post extensive spinal fusion and multilevel iaminectornies. 2. Bowel gas pattern consistent with mild ileus. The patient underwent another radiology test to evaluate acute process. Impression: 1. Interval extubation and removal of the enteric tube.2. Right subclavian central venous catheter now terminating in the mid svc.3. Slightly improved pulmonary inflation with persistent bibasilar atelectasis. (B)(6) 2010 the patient underwent radiology test to evaluate for bowel distention. Conclusions gas pattern consistent with ileus, slight improvement compared to prior study. The patient also underwent radiology test for study of depth of inflation. Impression: improved depth of inflation with persistent bibasilar hypoventilatory changes and no other significant change since (B)(6) 2010. The patient was also evaluated for PICC line placement. Impression: 1. New right approach PICC in good position. Right subclavian catheter unchanged.2. Stable decreased lung volumes with bibasilar hypoventilatory change. 3. Stable mild central venous congestion. (B)(6) 2010 the patient underwent radiology test for follow up evaluation.impression:1. Findings consistent with a persistent diffuse small bowel ileus. Followup radiographs are recormnended. 2. Postsurgical changes as above. 3. Nasogastric tube and foley catheter in place. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: ongoing moderately diffuse small bowel ileus. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: persistent gaseous distention of multiple small bowel loops and air seen within the colon. This is slightly more prominent in the interim and again is most reflective of a postoperative ileus. Continued follow-up is recommended. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: findings again most reflective of postoperative ileus. Continued follow-up is recommended. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: 1. Support tubes and lines as above with an enteric tube terminating in the proximal stomach and could be advanced 5 cm for more optimal positioning. The right 11central venous catheter again crosses midline with the tip remaining positioned in the left brachiocephalic vein. 2. Persistent pulmonary hyperinflation with bibasilar hypoventilatory changes. 3. Development of central vascular congestion. (B)(6) 2010 : the patient was discharged. (B)(6) 2010 the patient presented for follow up after his anterior-posterior lumbar reconstruction. Impression: stable postop. (B)(6) 2010 the patient presented for follow up. Impression: stable postoperative. The patient underwent the CT scan of the lumbar spine. Impression: 1. Status post posterior thoracolumbar fusion without gross evidence of hardware complication. 2) anterior subluxation of l3 vertebral body in relation to l2 and l4. (B)(6) 2010 the patient presented for follow-up after his thoracolumbar and lumbar sacral reconstruction. Impression: stable postop. The patient also underwent diagnostic radiology of thoracic spine. Impression: status post instrumented fusion t10 through the sacrum. Interbody fusions are present at each lumbar level. No interval change. (B)(6) 2010 the patient presented for follow up of his deformity correction. Impression: status post instrumented thoracic, lumbar, and pelvic fixation due to failed thoracolumbar fusion. The patient underwent radiology diagnostic of lumbar spine. Impression: status post thoracolumbar instrumented fusions. No interval change. (B)(6) 2010 the patient presented for follow up of his complex anterior-posterior lumbar reconstruction. The patient underwent CT scan of thoracic and lumbar spine. Impression: stable postsurgical changes. Thoracolumbosacral fusion (B)(6) 2011 the patient presented for follow up for his spinal deformity. Review of his x-rays demonstrated ongoing thoracolumbar fusion and no evidence of problem or complication. The patient underwent radiology diagnostic of lumbar spine. Impression: status post thoracolumbar fusion. No interval change. (B)(6) 2011 the patient underwent radiology exam of lumbar spine.impression: 1. No compression deformity or subluxation in the thoracic spine.2. Posterior fusion oft10 through s2 with laminectomies at l1-l5 and a disc spacer at l5-s1. 3. Compression deformity at l3 unchanged from prior studies. (B)(6) 2012 the patient presented for long term follow up after his thoracolumbar reconstruction. X-ray showed hardware to be in good position and progression of his bony fusion. Impression: stable postop. The patient also underwent the radiology test for lumbar spine: ap + lateral. Impression: thoracolumbar fusion with no interval change in appearance.